Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty slitting the catheter with two separate slitters. The physician stated that the hub felt different. No patient complications have been reported as a result of this event.